Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, the viperwire guide wire was used to wire the target diffusely diseased, 80% stenosed lesion in the mid-left anterior descending (lad) coronary artery. The vessel had a diameter of 3.0 mm tapering to 2.25 mm. The diamondback coronary atherectomy device (oad) was advanced to the lesion using glideassist, and the wire position kept moving. The lesion was treated with two passes of the oad, however, wire position was repeatedly lost. It was noted that the brake lever was up when the oad was functioning in glideassist mode. The wire was repositioned each time in a septal branch while the oad was in glideassist mode. During the third treatment pass, the system made an unusual sound, the oad crown advancer control knob went back to location one on the control track, and the oad stopped spinning and reset. It was noted that there was no crown jumping observed. The procedure was stopped, and the saline infusion pump was restarted, and the oad was removed from the patient using glideassist mode. It was then observed that the tip of the guide wire was detached and remained in the septal branch. The procedure on the lad was completed with balloon angioplasty, and the guide wire fragment was left in the patient and was stented over. The patient was doing good following the procedure with no reported issues. It was reported that the patient would be returning at a later date to treat the right coronary artery.